Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0x60, 75cm gladiator elite balloon catheter was advanced for intra-stent dilatation. However, during third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 7.0x60, 75cm gladiator elite balloon catheter was advanced for intra-stent dilatation. However, during third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination found no issues with the markerbands. The tip of the device was noted to be severely flared. This type of damage is consistent with excess force being applied to the device as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.